Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the accu-chek inform ii meter with serial number (B)(4) scanned an incorrect digit from a patient ID. A "5" was scanned instead of an "8". The correct patient ID was (B)(6). The meter scanned the patient ID as (B)(6). It is not known if incorrect patient results were reported to medical personnel treating the patient. No adverse event occurred. It was noted that the bar code was printed on the shiny yellow part of the armband and not on the white part of the armband. The armband and the meter were requested for investigation.

Manufacturer narrative:
The customer returned the meter and the armband. The returned bar code was of poor quality (grade f). The bar code was tested with the customer's returned meter and two inform ii meters used at the investigation site. The bar code could not be read by any of the meters. During a visible inspection of the bar code, the printed code has missing pixels/lines which would affect the width of the printed bars. The background behind the black printed code with alternating yellow and white stripes and the glossy material of the material may have contributed to the scanning issues. There is no indication that the returned meter would have contributed to the issue alleged. No product problem was found.